Event description:
It was reported that a device was used during an unknown procedure. It was reported that the luke hand piece will not function and sends steady tones. The case was completed with another hp052. There was no patient consequence.